Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has confirmed that the multiple wires were cut and damaged. The root cause for cut wires was physical abuse. There was no adverse event that resulted from the damaged belt.